Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with cracked front case and worn keypad. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found displaying "1871" error code message on power up. Further investigation found the pump motor locked out which causes the reported issue. According to the investigation, the pump motor with cases and lcd lens will be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: h3: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error 1871 when was being primed. There was a motor locked alarm at the start of infusion. There rear case was damaged by the rear label, the lens was cracked, the key pad was worn and the front case was cracked. There was no reported adverse event.